Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the 634 error code was determined to be a commonly seen error code that the programmers generate. They advised the patient to charge more frequently as they were forgetful. The patient would allow the device to deplete due to lack of charging. They told the patient that the should charge daily to keep their device charged and the therapy staying on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back due to error 634 reoccurring. Patient stated that they need to get this figured out because "when the system is working its great, but it is really crappy when it doesn't." Patient stated they have tried to charge their implant, but they are unable to charge. Patient stated that when they had this happened before, they had their device interrogated and the issue resolved but it has occurred again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported getting service code 634 ("recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy") when trying to connect with their implant in the dbs therapy app. Reviewed meaning of service code and redirected patient to healthcare provider to further address the issue. Patient stated they have tried to charge their implant, but they are unable to charge. Patient clarified no matter what time of day or night they are charging their implant the clock on the handset doesn't run on a regular time and always shows 12:04. Patient mentioned "the stimulator runs down regular". Patient provided event date as yesterday, but mentioned this issue happened one other time in the past maybe 6-8 months ago and patient "hooked up" with a manufacturing representative (rep) at that time who got patient back on track and then it started doing this again yesterday. Patient stated they don't know if this is due to something they are doing wrong. The issue was not resolved through troubleshooting. Patient was redirected to their healthcare provider to address the issue. Patient will contact healthcare provider as soon as possible.